Event description:
It is reported that the patient is experiencing severe pain and is unable to lift his leg. A revision surgery is planned.

Manufacturer narrative:
Evaluation summary: component compatibility is unknown. Neither operative notes nor x-rays have been returned for review. The component fit and orientation per the surgical technique is unknown. Attempts have been made to obtain additional information however no information has been received to date. Cause cannot be definitively determined. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could verify or identify any evidence of product contribution to the reported problem. Based on the available information, be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.